Event description:
It was reported that the balloon burst. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, while the physician tried to insert the device into the lesion, the balloon burst due to severe calcification. The device was successfully removed from the patient's body, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.